Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one glidepath d/l catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is inconclusive for the reported loosening of implant and expulsion as during sample evaluation no anomalies related to device migration or loosening of implant were noted. Further the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. B5, d4 (expiry date: 06/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months and two weeks post dialysis catheter placement, the catheter allegedly expelled out of the cuff. It was further reported that catheter was allegedly came out from patient body spontaneously. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2022) device pending return.

Event description:
It was reported that after a catheter placement procedure, the device allegedly expelled out with cuffs. There was no reported patient injury.